Event description:
It was reported that as the guide wire was introduced into the balloon catheter lumen, the tip of the balloon catheter was observed to be separated. The devices had not been introduced into the patient's artery.